Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that according to the perfusionist, the patient broke their femur bone and had surgery for that. Post operatively, the patient experienced cardiac arrest and passed away. It was unclear if the device would be sent in for investigation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation as of 14nov2025. If the device is returned later, this file will be reopened to evaluate the device. The relevant sections of the device history records for (B)(6) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document arten100173604 rev. B, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided that the patient did not go through with surgery as this was a complex patient who needed a conservative approach. They had an intestinal obstruction (ilius). It was thought that the intestinal obstruction led to a right ventricle infarction and right ventricle failure. All these causes led to cardiac arrest. The death was not considered to be device related and the device operated as expected. It was unknown if the device would return for evaluation at this time.